Event description:
The pt felt shocking at the implantable neurostimulator site when the device was off. The complaint was not associated with any falls or medical procedures. The pt had lost about 6-7 pounds and was able to move the device around more. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).